Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer followed guidance to clean a specified area of the pump and successfully reloaded the cartridge, allowing them to resume insulin delivery. Technical support checked back with the customer, who confirmed that the insulin was working normally and declined further assistance, indicating no additional action was needed.